Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display is hard to read and the lcd is starting to fade. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received missing segments due to open heat bonds of the zebra connector short side on the lcd board. The insulin pump had broken battery carrier, broken case underneath the lcd overlay, cracked lcd window and minor scratched lcd window. No label anomaly noted.